Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was tortuous anatomy and the presence of calcification in the proximal aortic neck between the renal arteries. The proximal aortic neck angle measured 50 degrees. The proximal aortic neck measured 23 mm- 29 mm in diameter. The length of the aortic neck measured 2.7 cm. The physician deployed the bifurcated stent graft, and on initial angiogram injection noted that the graft had been successfully and accurately landed and deployed. Post remodeling of the bifurcated stent graft with a reliant balloon, a proximal type I endoleak was observed via angiogram imaging. The graft had migrated distally 1cm below the right renal artery and 7mm below the left renal artery. To resolve the proximal type I endoleak, the physician elected to attempt to place an endurant cuff. The delivery system was inserted, however once the delivery system had crossed the aneurysm it was noted that deploying the stent graft would result in an occlusion of the proximal aspect of the bifurcated stent graft. The delivery system was removed from the patient, the stent graft fully intact (the graft was never deployed) and discarded. The patient returned for a follow-up and the type I endoleak has resolved without further intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; moderate angulation and conical aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; moderate angulation and conical aortic neck).